Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis after experiencing high blood glucose levels and the flu. The customer's doctor requested a replacement insulin pump. Nothing further was reported.